Event description:
The letter from the attorney alleges the right handle grip turned/twisted while the consumer was walking into his ground floor apartment, causing him to fall and aggravate his injury.

Manufacturer narrative:
A letter was received from an attorney alleging a handle grip twisted while the consumer was transgressing a threshold resulting in him falling and aggravating his current condition. Product has not been returned for inspection. MDR filed based on injury claim.